Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Patient's representative reports: patient experienced swelling of the left breast, diagnosed as seroma. Over the next four years the patient underwent six drainages and washouts of the left breast under general anaesthetic and the device was removed. One of the drain and washouts occurred post removal of the device. Over one year later the remaining tissue of the left breast became hard and a rash developed on the left breast. Patient was hospitalised and diagnosed with alcl (no pathological markers were reported). Patient received chemotherapy. Patient is currently in remission. Device was explanted.